Event description:
Allegedly in (B)(6) 2011, the patient felt a pain. He doubted the loosening of the cup and armd issue. Revision surgery was performed. Surgeon said he couldn't find any bone ingrowth on the outside of the cup and could find a change to black on both taper of the neck.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was dimensionally inspected and photographic images were made. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00930, 00932. This event occurred in (B)(6).